Manufacturer narrative:
(B)(4).

Event description:
According to the reporter the surgeon attempted to fire the device during a laparoscopic assisted distal gastrectomy by pushing the green button, however, it did not fire. The procedure was completed with another device. There was no impact to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Summary: post market vigilance (pmv) led an evaluation of one stapler instrument and stapler reload both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The reported condition for this incident was that the instrument would not fire during the lap assisted distal gastrectomy procedure. Visual inspection of the instrument noted no abnormalities. Visual inspection of the cartridge revealed that the reload had a full staple complement. Functionally, the instrument was loaded with a stapler single use loading unit. The instrument and loading unit were applied to test media. All staples were placed and the test media was cleanly transected. The reload was loaded into the subject instrument for functional testing. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual and functional testing of the returned product confirmed the product met quality release specifications. The file was concluded to be fired satisfactorily as the devices were found to meet all visual and functional test specifications. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. No enhancements or improvements were generated. The file will be closed as fired satisfactorily. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.